Manufacturer narrative:
(B)(4). Batch #: u40338. Investigation summary: the analysis results found that the mcm20 device was received empty. After the last clip is used, the instrument is designed to lock out, which prevents the handles from being squeezed. A potential cause of the customer reported experience is the firing of all of the clips and then the instrument "will not fire" (activation of the lock out mechanism). Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the reported incident as the device was returned empty. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the sales rep that during a bi-lateral mastectomy, doctor had mcm20 misfire and it fired through the vein. Clip cut or sliced the vessel and clip was not being placed. Switched to different clip applier to complete the case. There were no patient complications reported.